Event description:
"Blood backed up the primary line and a large spot of blood was found on the bed" of neonatal intensive care unit pt. The nurse reported that the clave silicone remained depressed after detachment from primary line. "No pt harm" ws stated by nurse. The sample was misplaced by the user facility and not available for eval.